Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Error code for evt supercap-failed, which means there is an issue with the supercap or charging unit, was observed in the error log. The system board was replaced to address the issue. Additional error codes were found in the error log but were not related to the reportable malfunction/issue. For errors evt-out-press-railed-low (outlet pressure sensor railed to maximum negative value) and evt-out-press-stuck (outlet pressure sensor communication ceased and sensor stuck at the same value), the ventilator will still be providing therapy due to having primary and secondary sensor. If both fail, will give a ventilator inoperative alarm condition. The system board was replaced to address these issues. For errors evt-fan1-failure (the lower fan is not spinning due to a stuck impeller, component failure, fan connector not installed, or something failed with the fan drive circuitry) and evt-fan2-failure (the upper fan is not spinning due to a stuck impeller, component failure, fan connector not installed, or something failed with the fan drive circuitry), two cooling fan assemblies were replaced to address the issues.